Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. No compromised force sensor system alarm noted. The pump was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The pump had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 58 mg/dl. The customer stated that the alarm occurred during the rewind and prime sequence. The customer was advised to program a normal or easy bolus into the air to determine if delivery is successful. The customer programmed a 0.2 unit bolus and it was recorded in the bolus history. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.